Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 13-sep-2016 who had essure (fallopian tube occlusion insert) implanted six years ago (2010). Since then consumer has experienced severe side effects: food allergies not previously had, developed heart condition namely bradycardia and bigemony (as reported, understood as bigeminy), was hospitalized for grossly elevated liver function. She also had excess weight gain, constant headaches, depression and anxiety, rashes and skin allergies and painful periods. In addition, consumer informed that she recently had a hysterectomy to remove the device. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and since then had rashes and skin allergy among other non-serious events. In addition, she was hospitalized for grossly elevated liver function. She recently had a hysterectomy to remove the device. Skin allergy is listed in the reference safety information for essure, while raised liver function test is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching and rash. Based on event's nature and implied temporal relationship, causal relationship between this event and essure use cannot be excluded. In regards of raised liver tests causal relationship with essure use is unlikely given its physiopathology and the essure's local action in fallopian tubes. Since device removal was required, this case is regarded as incident. Further information and technical analysis have been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-sep-2016. The most recent information was received on 13-feb-2018. This spontaneous case was reported by an other and describes the occurrence of dermatitis allergic ("skin allergies") and liver function test increased ("grossly elevated liver function") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required) with rash, liver function test increased (seriousness criterion hospitalization), bradycardia ("bradycardia"), extrasystoles ("bigeminy"), food allergy ("food allergies"), abnormal weight gain ("excess weight gain"), headache ("constant headaches"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the dermatitis allergic, liver function test increased, bradycardia, extrasystoles, food allergy, abnormal weight gain, headache, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abnormal weight gain, anxiety, bradycardia, depression, dermatitis allergic, dysmenorrhoea, extrasystoles, food allergy, headache and liver function test increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.